Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Insulin pump functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm several times a day. Customer¿s blood glucose level was unknown at the time of the incident. The customer was getting a replace battery now alert but has no low battery alarm was using an energizer advance battery replace battery. The customer was advised that the pump needs to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.